Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicated that patient was on .2 v after implant surgery and swelling went down. Patient experienced electric shock all over different spot of his body. The shocking resolved when patient lowered stimulation level. The event occurred 30 or 45 days after the implant. It was also reported that patient was unable to increase stim and patient's device was off. Patient was instructed to turned stim back on and patient saw low programmer battery screen. Patient service reviewed meaning of screen and patient was able to bypass screen and was able to increase stim. It was determined that patient was also pressing the wrong buttons. Patient confirmed he felt comfortable stim.

Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they turned their device off a couple of days ago and cannot get it to turn back on. There were no patient symptoms reported. The implantable neurostimulator (ins) indication for use is not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.